Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and (B)(6) 2009 and mesh were used. The dates were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05688. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, vaginal scarring, urinary/bowel problems following implantation. It was reported that the patient underwent excision of eroded mesh and tension free vaginal taping with mesh on (B)(6) 2009. It was reported that the patient had injection of durasphere to treat incontinence and intrinsic sphincter deficiency on (B)(6) 2010. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-05688 and 2210968-2014-16724. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) due to erosion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage after voiding, not emptying, urgency, urinary frequency, urinary incontinence, and weak stream.

Event description:
It was reported that following insertion the patient experienced urinary leakage after voiding, not emptying, urgency, urinary frequency, urinary incontinence, and weak stream.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior/posterior colporrhaphy with mesh, tension free vaginal taping and cystoscopy; due to cystocele, rectocele and stress urinary incontinence. The patient experienced pain, erosion, recurrence and bleeding. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 and a mesh was implanted concurrently due to recurrence of stress urinary incontinence. The patient experienced pain, erosion, and dyspareunia. (B)(4).